Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient.

Event description:
The patient had a non-rechargeable implantable neurostimulator (ins) and was experiencing communication issues with the patient programmer. There was no telemetry with or without the antenna. The patient stated that started ¿a couple months ago, but before I could change the batteries and then it would work, but last week it stopped working completely.¿ the patient clarified, noting that it started in (B)(6) 2016. The patient was experiencing a return of symptoms, noting that she was feeling stimulation until (B)(6) 2016. ¿the pain started again, but I can¿t check to see if the stimulation is on because the patient programmer won¿t connect.¿ the patient tried the patient programmer both with and without the antenna but was getting poor communication. The patient later reported on (B)(6) 2016 that a patient programmer had been sent and the pain was controlled again. Indication for use included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.